Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer¿s blood glucose was 48mg/dl at the time of the incident. The customer reported that her time was incorrect on her pump. She needs to correct time on her pump and basal rates as well she has had low blood glucose. The customer was advised to monitor blood glucose very close and call back if she needs assistance. The issues began this week blood glucose was 48mg/dl she was eating. The customer declined troubleshooting for low. She has cancer. The insulin pump will not be returned for analysis.